Manufacturer narrative:
The recipient's infection reportedly did not resolve with treatment. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient reportedly experienced implant exposure. The recipient underwent a wound revision and repositioning surgery on (B)(6), 2014. Beginning (B)(6) 2015, the recipient began experiencing drainage, "crusting" of the site with overlying edema, and recurring infection. The recipient was prescribed three weeks of clindamycin and non-use of the device.

Manufacturer narrative:
The recipient's implant site has healed. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.